Event description:
It was reported that the right atrial (ra) lead exhibited low out-of-range pacing impedance measurement less than 200 ohms triggering a lead safety switch (lss) to unipolar on this implantable pacemaker. The presenting egm showed atrial tachy response (atr) events with oversensing due to noise. At this time, the device and the non-boston scientific lead will remain in service and be monitored for noise. No adverse patient effects were reported.